Event description:
A customer reported that the t button on their device was no longer functional, which made it difficult to operate the pump properly. There was no adverse impact to the customer¿s blood glucose level. Upon inspecting the device, it was observed that the t button was missing. The device is being returned as arranged, and a replacement pump with a new serial number has been provided to the customer.